Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper (lbg) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the reported complaint of cautery issues. The lbg instrument failed the electrical continuity test because of a broken conductor wire at the main tube/roll gear junction at the proximal end. As a result, energy activation would not work when activated on the system. The root cause of broken conductor wire was attributed to a manufacturing issue. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the long bipolar grasper instrument (part# 471400-10/ lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6)2022 via system serial# (B)(4). There were 11 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a customer reported that the long bipolar grasper (lbg) instrument could not be cauterized. The customer changed the setting and reseated the instrument, but the issue persisted. The customer replaced the lbg instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without any issue. The instrument did not collide with the other instrument or tool. There was no arcing or sparking. There was no patient injury.